Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power up test fails code #14. No harm to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes, investigation conclusions). The safety disk (0202-00-0140), tidal volume disk (0202-00-0142), and batteries (0146-00-0146) were replaced as part of its periodic maintenance, not due to the pump failure.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported by the customer that the cardiosave intra aortic balloon pump (iabp) had a power up test fails code #14. It is unknown if a patient was involved, but patient harm was reported. A getinge field service engineer (fse) evaluated the unit confirmed problem stated by customer. Per service manual scroll compressor needs to be replaced. The fse removed and replaced the scroll compressor (0119-00-0236). Also, the safety disk (0202-00-0140), tidal volume disk (0202-00-0142), and batteries (0146-00-0146) were replaced as part of its periodic maintenance, not due to the pump failure. The fse performed a full pm per manufacture specifications and the unit has passed all test and calibrations. The unit is now ready for clinical use.

Event description:
N/a.